Event description:
The suspect device was used to check a pt's blood glucose and results of 487 and 488 mg/dl were obtained. Lab glucoses were 115 and 165 mg/dl. No treatment alleged. Controls were in range. The reporter declined to have the device replaced.